Manufacturer narrative:
A2: age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR: promus premier ous mr 16 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion and the distal stent strut was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was 90% stenosed and non-tortuous.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion and the distal stent strut was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR: promus premier ous mr 16 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion and the distal stent strut was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.